Manufacturer narrative:
Additional information added to h3, h6 and h10 h3: the actual sample was not available however, a picture was provided for investigation. The visual inspection of the provided photo showed the product inside a plastic bag and the product label was not clearly visible. The reported condition was not verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of polyflux 170h had a saline leak that was observed after connecting to the patient. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.